Manufacturer narrative:
One 0036290 was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection was unable to find any obvious defects or abnormalities. The device was dye leak tested. Dye leak testing found no breach of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported (1) 0036290, 1/4"x10' long sterile tubing, is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(6) rejected one (1) 0036290, 1/4"x10' long sterile tubing, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.